Manufacturer narrative:
It was reported that the urinary catheter balloon burst while inserted in a patient. It is unknown how long the urinary catheter was inserted for prior to the reported incident. When the burst balloon was identified, the urinary catheter was removed and replaced with a new urinary catheter. According to the reporting facility, there was no impact or adverse effect to the patient or to the patient's stability. The urinary catheter involved in the reported incident was returned to the manufacturer for evaluation. Visual inspection was performed and a clean tear and a scratch were identified in the balloon material. The balloon was inflated with 10ml of water and leaking was noted from the balloon. Although it is possible that an external force punctured the balloon material while in use, leading to the tear propagating, a definitive root cause for the reported incident could not be determined. Due to the need for medical intervention to insert a new urinary catheter, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the urinary catheter balloon burst while inserted in a patient.